Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device lot #: 1319194. D.4. Medical device expiration date: 30-nov-2023. H.4. Device manufacture date: 15-nov-2021.

Event description:
It was reported that during centrifugation with bd vacutainer® serum blood collection tubes the tube broke. There was no report of patient impact. The following information was provided by the initial reporter: customer reports a broken tube during centrifugation. Quantity received and quantity affected: 1 tube affected.

Manufacturer narrative:
The following field has been updated with corrected information: b.5. Describe event or problem: it was reported that during centrifugation with bd vacutainer® serum blood collection tubes the tube broke. There was no report of patient impact. The following information was provided by the initial reporter: customer reports a broken tube during centrifugation. Quantity received and quantity affected: 1 tube affected.

Event description:
It was reported that during centrifugation with bd vacutainer® serum blood collection tubes the tube broke. There was no report of patient impact. The following information was provided by the initial reporter: customer reports a broken tube during centrifugation. Quantity received and quantity affected: 1 tube affected.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during centrifugation with 2 bd vacutainer® serum blood collection tubes the tubes broke. There was no report of patient impact. The following information was provided by the initial reporter: customer reports a broken tube during centrifugation. Quantity received and quantity affected: 2 tubes affected so far.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 70 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to glass breakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode glass breakage during centrifugation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during centrifugation with bd vacutainer® serum blood collection tubes the tube broke. There was no report of patient impact. The following information was provided by the initial reporter: customer reports a broken tube during centrifugation. Quantity received and quantity affected: (B)(4) tube affected.